Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This lead was explanted.

Manufacturer narrative:
This supplemental report was created to update b3: event date.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to a pocket infection. There was no additional adverse patient effects were reported. This lead was explanted.